Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a customer said that they had a dog that they used the small hemoclip in 2015. Late in 2017 the dog became ill and was bleeding. They determined that the hemoclip had opened and the animal almost bled out. The dog then needed emergency surgery to save it. The dog's current condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemoclip ti small 25/cart 300 box lot # 73l1600472 was manufactured on 11/28/2016 a total of (B)(4) pieces. Lot was released on 11/29/2016. DHR investigation did not show issues related to complaint. Revision of d000761 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that a customer said that they had a dog that they used the small hemoclip in 2015. Late in 2017 the dog became ill and was bleeding. They determined that the hemoclip had opened and the animal almost bled out. The dog then needed emergency surgery to save it. The dog's current condition was reported as fine.